Manufacturer narrative:
The device was above eri and an ate test was performed. The device passed all ate tests and showed no abnormal device function.

Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06837. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is congestive heart failure.